Event description:
It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2020. The revision surgery was performed due to pain, elevated cobalt and chromium, metallosis, stiffness of the joint, lysis of the retroacetabular region and pseudotumor formation. Intraoperatively, necrosis was noticed under the femoral head, as well as areas of cystic change. The bhr femoral and acetabular component were explanted and replaced with a tha system. The patient was awakened from anesthesia with no apparent complications and taken to the recovery room in stable condition.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. During the revision, the acetabular cup and bhr femoral head were explanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the acetabular cup and femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified for the acetabular cup to involve this batch. Other similar complaints were identified for the femoral head to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode for the acetabular cup and femoral head. These failures will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical documents were reviewed. It should be noted the ¿slight increased anteversion¿ cannot be ruled out as a contributing factor to the reported pain, focal lucency and lysis near the acetabular component. With the information provided the clinical root cause of the reported elevated metal ions, pseudotumor, necrosis and lucency of the femoral and acetabular components cannot be confirmed. The patient impact beyond the revision and expected postoperative convalescence period cannot determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity level, unreasonable stress on implant system. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H6, h10.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient right hip on (B)(6)2020. The revision surgery was performed due to pain, elevated cobalt and chromium, and metallosis. The patient outcome is unknown.